Event description:
It was reported a patient presented for a competitor lead revision procedure on (B)(6)2022. During procedure, it was noted that the implantable cardioverter defibrillator (ICD) set screw was stripped. The device was explanted and replaced in the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed. The atrial and ventricular set screws were tested and found to be normal in the laboratory. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.